Manufacturer narrative:
A getinge field service engineer(fse) was dispatched to evaluate the iabp unit. The fse replaced the failing batteries, and performed full functional and safety tests, which all passed. The unit was then returned to the customer and cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that while walking the patient, the cs300 intra-aortic balloon pump (iabp) battery time failure. The nurse took the patient back to their room and plugged in the device/. Therapy never stopped. There was no harm reported.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) battery time failure. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.